Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital after receiving inappropriate therapy for lead noise. Fluoroscopy revealed externalization on the lead. The lead was capped and replaced. There no complications due to procedure and the patient will be followed normally.